Manufacturer narrative:
(B)(4). A sample analysis was performed. Visual inspection and functional testing verified the reported problem, and the product was found to not meet specifications related to the reported problem. The direct cause was determined to be a leak between the dark blue connector and the cap (excess solvent dark blue connector). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was discovered during evaluation of a returned minicap transfer set that it was leaking. The device was returned due to excess iodine solution found on the transfer set. After the replacement of the transfer set, the issue of too much iodine was reported to have been resolved. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by the manufacturer and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a supplemental report will be submitted.